Manufacturer narrative:
Reliability analysis inspected 1 opened/used quick release septum side using a new lab quick release needle side infusion set. The hand prime was performed using a new lab reservoir and a diluent was seen flowing throughout the infusion set and out of the catheter tip. The infusion set passed per inspection and there was also a bent cannula. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 95 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with performing a fixed prime and insulin exited the tubing. Customer advised they had a bent cannula. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.